Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
Additional information was received that the lead was difficult to remove during explant. There were no patient consequences.

Event description:
During initial implant, high pacing impedance was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was in stable condition.